Event description:
It was reported that pump was dropped and screen went blank, with no visible cracks or damage, and caller could not see or read anything on pump display even though a light came on when top button was pressed. There was no adverse impact to the customer's blood glucose level. Customer was unable to interact with pump and planned to use multiple daily injections as backup therapy, while technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place pump into storage mode before returning it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.